Manufacturer narrative:
(B)(4).

Event description:
It is reported that a resolute integrity rx 3.50 x 38 mm drug eluting stent was implanted in the patient 2 days past it's expiration date. There was no patient complications reported.